Event description:
It was reported that the ventilator was showing high pressure while it was connected to a patient. The ventilator was set to 7cmh2o peep (positive end expiratory pressure) but it was showing a peep around 17cmh2o. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator was found functioning without deviations. No parts were replaced. The device logs were downloaded. Evaluation of the device logs showed that the pre-use checks tests passed without deviations prior to ventilation start, and the technical logs had no entries during the date of event. The log showed that it was in pressure regulated ventilation mode. The actual ventilation period was on-going for 2 days and the higher pressure was measured during the last 10 hours of the ventilation period. The logs showed that peep increased, the delivered tidal volume decreased, and the end expiratory flow didn¿t reach zero in flow before a new breath was initiated. With an end expiratory flow not reaching zero during the expiratory phase of the breaths, the patient is not able to fully exhale before the new breath is initiated, which leads to an increased peep. In a pressure regulated ventilation mode, it will also lead to less tidal volume than expected being delivered before the set pressure is reached. The logs indicated an increased expiratory resistance in the breathing circuit. Our conclusion is, that the reported event was not caused by a technical failure in the ventilator. Most probably, it was caused by an increased expiratory resistance in the breathing circuit but, that has not been determined from this investigation.

Event description:
(B)(4).